Event description:
Ddring service of product device was found to not cycle, with all leds and no alarm, due to acid spill on logic and motor boards. Replaced logic and motor boards. Device returned to evaluate possible internal damage due to external battery acid spill.